Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, premature elective replacement indicator (eri) was observed. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.